Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The sample was returned to the manufacturer for evaluation and one photo was provided for review. The investigation is confirmed for fracture. A definitive root cause could not be established. The device was labeled for single use. H10: g4. H11: b5, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly fractured. This information was received from one source. One patient was involved with no reported patient injury. The patient was a 37 years old male and weighed 51 kg.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600540 chronic catheter allegedly fractured. This information was received from one source. One patient was involved with no reported patient injury. One (B)(6) years and weight is (B)(6) .